Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year-old male patient, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and the battery were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. An internal inspection yielded no findings. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of an inappropriate shut down of the device. The log showed that the device was powered off twice during the case. Once due to the battery being taken out and once where the power button was pushed off by the user. No trend is associated with reports of this type.